Event description:
Additional information received indicated that a non-medtronic valve was implanted valve-in-valve as intervention for the transcatheter bioprosthetic aortic valve.

Manufacturer narrative:
Updated data: b2 b5 d4 h6 - annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that following the implant of this valve, the mean gradient at discharge was 4.7 millimeters of mercury (mmhg).

Manufacturer narrative:
Updated data: b5 e initial reporter - name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 2 months following the implant of the transcatheter bioprosthetic aortic valve a valve performance issue and deterioration were reported as result of a torn leaflet. Additionally, possible pannus/thrombus verses inadequate contrast filling was observed inside the transcatheter valve frame. No patient complications were reported as a result of this event. As reported, treatment or intervention was not provided or planned at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated/corrected data: b5, d4, h6 (previous submitted e0810 does not apply). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that within 3 months of the reported valve failure and reported revision with a non-medtronic transcatheter valve a permanent pacemaker was implanted due to complete heart block. Further information was not available.